Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 403 mg/dl. The blood glucose level was 140 mg/dl. Customer treated with manual injection. Customer stated that she had been in and out of the hospital. Customer also complained for calibration error alert and change sensor. The product will not return for the analysis.